Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, decreased blood pressure was noted and an echocardiogram showed cardiac tamponade due to a tear in the posterior wall caused by a boston scientific super stiff guidewire. A resuscitation procedure was initiated. Open chest surgery was performed with cardiopulmonary bypass (cpb) and the tear was successfully repaired. The patient left the operating room with extracorporeal membrane oxygenation (ECMO). It was reported that the patient had a large right heart. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).